Manufacturer narrative:
No patient involvement. On 8/12/2016 a medtronic field service engineer visited the site and found the ias (image acquisition system) computer booting up with system database errors. Software corruption. He reloaded software on ias computer. Performed system check, o-arm passed all testing and is fully operational. Software engineering performed a system log data analysis. This issue has been added to a software anomaly database for trending and monitoring.

Event description:
A site representative reported that the o-arm mvs (mobile viewing station) shows disconnected, but it is connected. No patient present.